Manufacturer narrative:
Due to indication of secondary surgery, occurrence was determined to be reportable to the FDA.

Event description:
The patient had forehead surgery with endotine forehead 3.5 at a clinic located in (B)(6). Three weeks later, the patient complained that the implant came off. (B)(6) reopened the incision and found the implant had dislodged from the drilled hole. He tried to insert the implant but it didn't work. The device was explanted on (B)(6) 2014 and another endotine device was successfully implanted. As of this report, the patient is doing well.